Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Six (6) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the device history records of the devices was not performed as the reported event is not related to a manufacturing or servicing issue. Failure analysis of the batteries revealed marks on the connectors due to attempts of mating with the controller connector. This is an additional finding not related to the reported event and likely due to the handling of the device. Visual inspection of (B)(6) revealed contamination/foreign material within the battery connector's locking mechanism, resulting in a lag during the release of the connector couple nut. The observed marks and contamination did not prevent the battery from performing proper mating and locking to the power ports of the test controller. Additionally, internal inspection did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source exp erienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6), as well as instances of momentary disconnections that did not lead to premature power switching events involving (B)(6). The associated battery had been lubricated prior to release. Log file analysis associated with (B)(6) revealed two (2) controller power up events, with associated motor start events, logged on (B)(6) 2025 at 07:00:55 and on (B)(6) 2025 at 13:05:49, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 28% relative state of charge (rsoc) and that a power adapter was connected to power port two (2). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that no power source was connected to power port one (1) and that (B)(6) was connected to power port two (2) with 90% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for twenty-nine (29) seconds and eleven (11) seconds, respectively. When the controller powers up following a loss of power, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely the loss of power event was perceived by the patient as the reported "red light¿. No anomalies were recorded leading up to the losses of power. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. As a result, the reported controller loss of power event, no-power alarm, red/no lights, power switching event, and the wear of battery ports were confirmed. A possible cause of the reported loose battery connections and poor mechanical connections event could not be determined since the issue could not be duplicated. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed (B)(6) fall in scope of this CAPA. The most likely root cause of the loss of power, no-power alarm and red/no lights can be attributed to a d isconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the observed contamination and damaged connectors can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6), h3: yes battery (B)(6), d9: yes, return date: 06-jun-2025, h3: yes battery (B)(6), d9: yes, return date: 06-jun-2025, h3: yes battery (B)(6), d9: yes, return date: 06-jun-2025, h3: yes battery (B)(6), d9: yes, return date: 06-jun-2025, h3: yes battery (B)(6), d9: yes, return date: 06-jun-2025, h3: yes battery (B)(6), d9: yes, return date: 06-jun-2025, h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The ventricular assist device (vad) was reported to have experienced multiple pump stops, with the controller exhibiting several dev ice-related issues, including malfunctions during battery changes, red and no-light indicators, loss of power, and unstable mechanical connections at the power ports. Additional concerns included no-power alarms, loose battery connections, and wear of the battery ports, likely due to repeated switching and wiggling. Clinical observation noted the patient frequently manipulated the battery ports, which was believed to contribute to the deteriorating connections. The patient reported that switching from wall power to battery often caused the controller to display red lights or go dark, leading to pump cessation and audible no-power alarms. Function could be temporarily restored by pressing on the battery connections, which brought the controller back to green with numeric displays. The patient was using a controller with alternate software, raising the possibility of a mismatch between the batteries and the new controller. A logfile review confirmed multiple pump stops, and the most recent batteries differed from those previously marked with tape. Cleaning the ports and providing new batteries resolved the immediate issue. The vad and controller remain in use, the batteries have been replaced, and no patient complications have been reported in connection with the event..